Event description:
It was reported that the insulin pump alarmed for a corrupted history file. The blood glucose reading was 287 mg/dl. Customer treated with a bolus. Customer reported that the alarm occurred during normal use. Nothing further was reported.

Manufacturer narrative:
No unexpected displayable history error alarm was noted during testing. Alarms were found in the history screen due to a corrupted history file. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.